Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. P/n 544240 is not being manufactured currently, however, another part number from the same family was use for the verification of failure mode reported in the current manufacturing process and was conducted as follows: 20 samples were taken from the current production p/n 544250 hemolok l clips 6/cart 84/box, lot# 73f1800218, the samples were functionally inspected, and during the test issue reported "broken clip" was not observed in the current manufacturing process. The device history review for the product hemolok l clips 6/cart 84/box lot# 73a1800569 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events. Other remarks: corrective actions cannot be established, the customer complaint cannot be confirmed, and the root cause cannot be determined since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. If the alleged defective samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that twice, the clips broke at the end making it impossible to securely close the clip. Once the applier was changed the issue did not occur. There was no patient injury.